Event description:
It was reported that "the torque wrench was being used by dr. [ ]. The wrench had already been used to tighten a blocker to 12nm without incident. This was the second time the wrench was being used in this case. The wrench was inserted into the anti-torque key, the anti torque was placed over the screw head and fully seated, then the torque wrench was fully seated into the screw (the upper line on the wrench was aligned with the top of the anti torque key). After some torque was applied (but short of 12nm) to the instrument by dr [ ], a loud crack was heard and upon investigation, the hexagonal head of the instrument was found to have snapped off the shaft of the instrument. There were 2 other metal fragments (in addition to the hexagonal head) which were found to be loose in the patient. All visible metal fragments were removed. A thorough visual inspection of the surgical wound was undertaken to ensure that no other fragments remained in situ."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review results: visual inspection: the tip of the torque wrench is broken. Hex part of inner shaft is chipped. Breakage is situated at the shoulder between hex tip and 8.5 mm diameter zone. Machining lines are perfectly visible on the 8.5 mm diameter zone. Functional inspection: applicable. The device is no longer functional in the returned condition. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned sample was visually examined and breakage of the hex tip was confirmed. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. This testing concluded that the breakage was due to semi-fragile sudden rupture process initiated by an important notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing. The cause of this type of breakage is currently being investigated in a nonconformance/CAPA project.